Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; unit has a missing battery door. The unit powered on and the nurse call led is intermittent when the nurse call cable is moved or wiggled inside the nurse call receptacle. Nurse call receptacle was replaced with a known-good receptacle and the nurse call led functioned properly when tested. All other functions passed testing. (B)(4).

Event description:
Customer reported that the alarm appears to have some type of damage such as broken case, buttons missing but could not specify the exact damage or issue with this alarm unit. The customer could not provide the date when this was discovered. No pt incident or injury was reported.